Event description:
"Pt had catheterization in 2003 with perclose. Was seen in outside facility ed twice for groin pain and bleeding. On second visit, transported emergently to user facility and diagnosed by ultrasound with a ruptured femoral aneurysm. Attempted repair was made of the pseudoaneurysm. At this point, leg is cool to touch and pt has an open wound. May require amputation." The pt was transferred to the emergency dept from another hospital with "some" bleeding of the right groin. The pt was taken to surgery in an attempt to repair the arteriotomy. After surgery the leg was cool to touch and the open wound was being treated with unknown antibiotics. The pt did not show improvement and a right above the knee amputation was performed. No add'l info was available.